Event description:
It was reported that a blue particle was observed in the emulsion of a clinoleic bag 20% when attached to a vented high-volume inlet. The inlet was configured with an unspecified total nutrient admixture (tna) pump. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.